Event description:
It was reported that in the ICU during insertion, the introducer needle broke. It was noted that the doctor followed the IFU and was skilled with the cvc system, and was able to carefully remove the needle from the pt. As a result, a new kit was opened and used to successfully complete the procedure. A delay was reported, however, there was no harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.